Event description:
It is reported that customer was hospitalized on (B)(6), 2014 at 9:00 a.m with blood glucose of 600 mg/dl; customer was placed in the ICU and treated with insulin drip. It was also reported that customer had a stroke. Troubleshooting was performed with spouse. Chief administrator at the hospital advised that insulin pump should be replaced. Insulin pump will be replaced. No further information provided.

Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and self test. No unexpected alarms noted during testing. Unit had cracked reservoir tube lip. (B)(4).